Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the strike plate fractured from the handle. The fracture site of the handle. There is also impact damage. The fracture site is visible on the strike plate showing impact damage. Xrf analyses confirm the broach strike plate & body metals to be a stainless steel alloy. Impact marks are observed along the body just under the strike plate as well as the strike plate¿s underside. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. This action of impacting along the proximal body of the broach handle puts the weld under tensile load. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). It is not clear if the product will be returned for our investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty the instrument was damaged. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.